Event description:
It was reported that during implant procedure, the atrial lead helix would not extend. The lead was not used. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the inner coil was separated from the connector pin assembly which contributed to the reported inability to extend the helix.